Manufacturer narrative:
The system was evaluated by a siemens service engineer and all relevant data was found to be operating within specifications. No abnormality or technical defects were found which would contribute to the described injuries. The cardiac monitor lead pads used during the procedure are not a siemens accessory and have not been tested for electromagnetic compatibility. Additionally, the user manual clearly outlines "use only proven mr-safe or mr-conditional accessories, parts subject to wear and tear, and disposable articles with the mr system."

Event description:
It was reported to siemens that a male patient underwent an MRI exam on the magnetom aera system. Following the exam, the patient reported two blisters on the chest at the site of the adhesive cardiac monitor lead pads. The patient was treated with a topical anesthetic ointment. There is no further report of impact to the state of health of the patient involved.